Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen with concentration 2000mcg/ml at a dose rate of 225 mcg/day) via an implantable pump. The patient's medical history included multiple sclerosis. It was reported that three weeks ago when filling the pump, the pump was found to be empty and the expected residual pump reservoir volume was 3 ml. It was unknown how long it had been empty. The patient experienced stiffness and discomfort. The doctor filled the pump with 21 ml of baclofen and checked the volumes 3 weeks later, and the expected reservoir volume was 19 ml and the actual reservoir volume was 17 ml. Since the last filling, the patient was flaccid and had difficulty with transfers. The physician remembers that during a previous filling, the pump was also empty, but had not been alerted because the patient had turned up later than expected. It was noted that there were no environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved. The pump was to be checked again in 3 weeks. A discussion with the neurosurgeon about replacing the pump was indicated. No surgical intervention occurred and it was unknown if surgical intervention was planned. The pump remains implanted and in-use. The patient's weight at the time of the event was unknown or would not be made available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep) reporting that the pump was explanted on (B)(6) 2024 and would be returned.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported the patient did not follow up for their refill. The pump was replaced. The cause of the volume discrepancies were not determined. The volume discrepancies and patient symptoms resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.